Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia was reported that after a procedure where this device was implanted, the patient experienced multiple surgical revisions, infection and adhesions. After treatment, the patient experienced revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced infection, adhesions, mesh migration, recurrence, open wound, purulent discharge, fistula, necrosis, pain, erythema and abscess. Post-operative patient treatment included revision surgery, debridement of skin, tissue and infected mesh, removal of mesh foreign body and infected mesh, wound vac, incision and drainage of abdominal wall, and repair of hernia with mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced infection, adhesions, mesh migration, recurrence, open wound, fistula, and abscess. Post-operative patient treatment included revision surgery, debridement of skin, tissue and infected mesh, removal of mesh foreign body, wound vac, incision and drainage of abdominal wall, and repair of hernia with mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral hernia. It was reported that after a procedure where this device was implanted, the patient experienced infection, adhesions, mesh migration, recurrence, open wound, purulent discharge, fistula, necrosis, pain, herniated left side, erythema and abscess. Post-operative patient treatment included revision surgery, debridement of skin, tissue and infected mesh, removal of mesh foreign body and infected mesh, wound vac, incision and drainage of abdominal wall, CT scan, fistulogram, medication, and repair of hernia with mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.